Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records. Medical records note severe abductor weakness, pain and swelling in left hip, nondisplaced pelvic fracture. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported patient underwent a initial left total hip arthroplasty, subsequently, the patient was revised. The patient continued have some difficulty with pain and ambulation due to residual severe abductor weakness and deficiency. On an unknown date, the patient fell due to unknown reasons and sustained a pubic ramus fracture. The patient was treated conservatively with rest and mobility restrictions. No further event information available at the time of this report.